Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer / user complaint until slows down and picks up speed intermittently and range issue.